Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the device was unable to shift from standby mode to lighting due to faulty switch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that there was minor cosmetic wear and tear to the housing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the xenon light source would not come out of standby. The switch was not responding. The issue was found during preparation for use in a diagnostic cystoscopy procedure. There was no delay, and the procedure was completed using a similar device. There were no reports of patient harm.